Event description:
Customer experienced low blood glucose symptoms and attempted to use the aviva system at that time. The device produced an error within specifications and the customer subsequently required the assistance of a layperson to treat the low blood glucose symptoms. Customer was treated with food and drink. Requested return of suspect system and replacement was sent.